Event description:
The facility rep reported that the device failed the air sensor test. This was found during bio-med testing, with no pt involvement.

Manufacturer narrative:
During baxter's eval the reported condition, failed air sensor alarm, was confirmed due to a defective air sensor. The mechanism was replaced to fix the reported problem. The device was repaired and returned to the customer.